Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had chronic atrial fibrillation and the pulse generator was programmed to vvi operation. Upon interrogation, the physician noted noise reversion episodes on the atrial channel and high ventricular rate episodes which led the physician to suspect an issue with the sense amplifier of the pulse generator. The noise was noted also on the right ventricular lead. On (B)(6) 2018, the system was explanted and replaced with a competitors leadless pulse generator. The patient was in stable condition post surgery.